Event description:
Complaint: a charge nurse reported to (B)(6) via email that a patient stated his skin peeled off where the coolject spray was applied and sustained a chemical burn. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).